Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low pacing lead impedance was observed. Externalized conductors were seen via x-ray. Patient condition after the event was good. Lead remains implanted and patient to be monitored.

Event description:
New information received indicates that the lead was explanted and replaced. The patient was okay.